Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device history record was unable to be reviewed for this device since the lot number could not be identified. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the returned device was damaged, olympus confirmed reproducibility using a representative device by following the procedure in section 9.5 ¿insertion and removal of endoscopic treatment accessories¿ of the instruction manual as described below: 1. The biopsy valve was not damaged even after 20 straight-line insertions and removals of the syringe 2. When inserting and removing the syringe at an angle, the operation became difficult, and the biopsy valve was damaged after 5 cycles the reported event occurred due to damage to the biopsy valve, but the root cause could not be identified. Based on the confirmation results of the reproduction test, inserting or removing the guide sheath or syringe at an angle may have placed stress on the slit section inside the biopsy valve, potentially causing its damage. Furthermore, the abnormal noise is presumed to be attributable to the damage to the slit section. Olympus will continue to monitor field performance for this device.

Event description:
During a diagnostic endobronchial ultrasound with a guide sheath, resistance was felt when the guide sheath was inserted into the biopsy valve, and a small fragment of the biopsy valve subsequently fell into the bronchus. The foreign material was retrieved by suction. There were no reports of further patient harm.